Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 8 (out of insulin) while delivering a bolus. Reportedly, the customer had 8 units of insulin left in the cartridge and attempted to deliver a 6.9 unit bolus. Customer received the cartridge alarm after 3.57 units of insulin was delivered. Customer's blood glucose level was 226 mg/dl.